Manufacturer narrative:
At the investigation of the subject device, omsc checked and found as follows; it was confirmed that the cleaning brush was inserted from the tip of distal end of the subject device and could not be removed. Upon disassembly, it was found that the tip of the cleaning brush was clogged because a black foreign object was there at approximately 17cm from the distal end of the subject device. It was confirmed what that black foreign object was and found it was a part of the biopsy valve. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on these investigation results, omsc concluded the reported phenomenon which was coming out the biopsy valve came out from the subject device might be occurred due to the deterioration of the biopsy valve, because the endotherapy instruments inserted and withdrew repeatedly and the damaged part of the instrumental valve and the endotherapy instruments pulled together into the instrumental channel of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found a part of the biopsy valve came out from the subject device during the investigation. The investigation was run for the malfunction reported by the user which the cleaning brush had been clogged into the subject device during the reprocessing. There was no patient injury associated with this report.